Manufacturer narrative:
Product investigation is in progress.

Event description:
Strings are falling apart and shredding [device breakage]. Wrapper is open on some of them [product packaging issue]. Case narrative: consumer reported via phone that the strings are falling apart and shredding. No injury reported.

Event description:
Strings are falling apart and shredding [device breakage] . Wrapper is open on some of them [product packaging issue] . Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via phone that the strings are falling apart and shredding. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.